Event description:
Customer alleged: volume rate infused very low. A 9.2 ml found during volume accuracy test. Found during testing. Rate: 125, dose: 10. Tested with water.

Manufacturer narrative:
Investigation found the pump was out of calibration. The pump was calibrated to resolve the issue.